Manufacturer narrative:
B5 - the reporter/patient indicated that a 13.2mm tmicl13.2 -11.00/1.5/053 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Reportedly "glare visual quality is bad and not improving." Glare/haloes reported. Lens remains implanted. Problem not resolved. Status of the eye is quiet - well healed. Reportedly the cause of this event is due to the device. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter/patient indicated that a 13.2mm, tmicl13.2, -11.00/1.5/053 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Reportedly, "glare, visual quality is bad and not improving." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.